Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the single use loading unit was fully applied. Microscopic inspection of the knife blade displayed damage. Four properly formed staples were received with the instrument. Microscopic inspection of the knife blade displayed damage. Functionally; the sulu unloaded and loaded repeatedly without difficulty. The sulu was reset. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in an open colectomy procedure on resection of the small bowel, the device did not cut the tissue when fired, the nurse stated that the reload "pushed" the colon. The knife pushed the tissue towards the distal tip of the device. They opened another device to complete the case and resolve the issue. The patient was alive with no injury.